Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that only a universal seal assembly without the sleeve was received. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during an unknown procedure, the seal was leaking on 12mm port when a 5mm instrument was used. Resulted in surgeon using a 5mm port inside the 12mm port in order to carry on with the procedure. There were no adverse consequences for the patient.